Event description:
Event description cpi received information that three months after the patient went on new anti-arrhymithia drug an intermittant loss of capture was noted even with increased voltage output. The chronic endotak transvenous defibrillation lead was removed. It was replaced with another lead of the same model.